Manufacturer narrative:
Section h6: no product was returned by the patient for evaluation, thus no evaluation was performed. No conclusion can be drawn.

Event description:
Patient reported that time on device has been either incorrect or missing for the past 2-3 weeks. Patient is unsure whether device is correctly delivering insulin. Patient's blood glucose level was reportedly not affected by this problem